Event description:
Hill-rom received a report from user facility stating, "bed exit alarming only intermittently when pt gets out of bed." There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the pt position monitor was alarming intermittently for pt out of bed. It was determined that the thigh sensor strips were not functioning. The most likely cause of the sensor strip no functioning is wear. The sensor strips were replaced. Based on this information, no further action is required. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.